Manufacturer narrative:
The field service engineer performed maintenance on the analyzer, including an exchange of the lamp and cells. The cell rinse levels and gear pump pressure were adjusted. The sample path and probe were cleaned. The analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a calcium value of 13.9 mg/dl. The sample was repeated on (B)(6) 2021, resulting in a value of 8.6 mg/dl. The calcium reagent lot number was 482216. The reagent expiration date was requested, but not provided.